Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jun-2026, a literature review identified an article titled ¿early post-operative nerve complications after primary open latarjet: a single-surgeon series of 164 shoulders¿ (jses international). The publication described the use of arthrex fixation devices during shoulder stabilization procedures. Within six months post-operatively, clinical complications were reported in five (5) patients. One (1) patient developed a transient sensory neurapraxia affecting the median nerve, presenting as paresthesia and hypesthesia on the volar aspect of the thumb. Symptoms resolved completely within six months without surgical intervention. No musculocutaneous, axillary, or suprascapular motor deficits were reported. Two (2) patients developed acute post-operative surgical site infections, which were managed with surgical washout, debridement, antibiotic therapy, and retention of the fixation devices; both cases resolved without recurrence. One (1) patient experienced superficial venous thrombosis of the cephalic and basilic veins, which was successfully treated with oral anticoagulation therapy. Additionally, one (1) patient sustained a recurrent anterior shoulder dislocation following a new-onset epileptic seizure, which was managed conservatively without surgical revision. No device breakage or malfunction was reported. Although the complications occurred following procedures in which arthrex devices were utilized, no lot, serial number, or detailed procedural information was provided in the publication. Based on the available information, a causal relationship between the reported events and the devices could not be definitively established. Citation: vervaecke aj, schoch b, cosic f, et al. Early post-operative nerve complications after primary open latarjet: a single-surgeon series of 164 shoulders. Jses international. 2026;10:101710. Doi:10.1016/j.jseint.2026.101710.